Event description:
It was reported that during a diagnostic egd (esophagogastroduodenoscopy) under sedation, the gastrointestinal videoscope would not flex properly which resulted in a 30 minute procedural delay. The procedure was completed with a backup device. There were no reports of patient harm.